Manufacturer narrative:
The customer's report was duplicated and attributed to foreign material on the main board. The main board was replaced and scrapped to resolve the report. The device was recertified and sent to inventory. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.